Manufacturer narrative:
The insulin pump was received with a blank display followed by an unexpected constant audio alarm tone. The problem is isolated to the motherboard of the insulin pump. The unexpected restart alarm was unable to be verified due to blank display. The device was received with minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call unexpected restart alarm. Customer advised they received an unexpected restart alarm, then a blank screen and finally a constant tone. Troubleshooting for the unexpected restart alarm was performed. Customer replaced the battery on the insulin pump and there is still blank display. Troubleshooting for the blank display was unable to be performed because of the constant tone. Troubleshooting for the constant tone was performed. Customer removed the battery from the device, however the constant tone continued. Customer called back 2 hours later to replace the battery on the device. The insulin pump still did not turn on. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.